Event description:
Information received by medtronic indicated that the cartridge holder was cracked. Customer was reporting that dose knob/dial was difficult to turn. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer attempted to force the dose knob/dial when difficulty turning was experienced. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Customer reports: cartridge holder broken. Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Cartridge holder damage confirmed and cap anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.